Manufacturer narrative:
This was submitted in error as a duplicate file. The event was captured in MFR# 2937457-2016-00237 and any further information will be reported in this file as required.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A review of a peritoneal dialysis (pd) patient's medical records discovered the patient was treated for peritonitis. Follow-up with the patient's pd nurse discovered the patient was hospitalized on (B)(6) 2016 for gastro paresis and presented with abdominal pain and had cloudy effluent. The patient was cultured and confirmed to have staphylococcus epidermidis. The patient was treated with vancomycin. The patient was discharged from the hospital on (B)(6) 2016 and the peritonitis resolved by (B)(6) 2016. The pd nurse's assessment indicated the source of the peritonitis was patient contamination due to a breach in aseptic technique.